Event description:
It was reported that the 8800 system shut down during a case. The 8800 system had to be rebooted twice and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was tested and found to be working as intended and put back into service.